Manufacturer narrative:
The patient experienced the peritonitis on an unreported date ¿possibly in (B)(6)¿ (previously reported as (B)(6) 2016). The patient reported they had one relapsing peritonitis event; further described as ¿ it came back¿ in the month following the month of onset and again one month later (dates unspecified). It was reported that the patient did not recover from the previous peritonitis episodes and that the patient was on unspecified antibiotics (doses, frequencies, and routes were not reported). Due to the event, the patient was hospitalized ¿a total of three times¿ (dates unspecified). The cause of the peritonitis was unknown; further described as ¿possibly due to a touch contamination¿. On an unreported date, during the most recent hospitalization, the patient¿s peritoneal dialysis (pd) catheter was removed. At the time of this report, the patient was on temporary hemodialysis, the patient was recovering from the peritonitis, and unspecified antibiotic treatment was ongoing for a seven week course. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized. The cause was not reported. Treatment and the patient outcome were not reported. It was reported that the patient¿s catheter was removed; current dialysis method was not reported. Additional information is not available.